Event description:
Procedure type: prostate malignancy. According to the rptr: in use, the flection part was broken. The customer said they tried to use it gently next time. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).